Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied ') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. On (B)(6) 2019: health authority reference was provided: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied/ heavy, abnormal bleeding') in a 38-year-old female patient who had essure (batch no. He01138) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". The patient's medical history included depressive episode on (B)(6) 2013, abdominal pain localised on (B)(6) 2009, abdominal pain on (B)(6) 2009, dysuria on (B)(6) 2009, ovarian cyst on (B)(6) 2009, overdose on (B)(6) 2008 and parity 3. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), discomfort ("discomfort") and mental disorder ("psychological/psychiatric problems"). The patient was treated with cefaloridine (cerazette), etonogestrel (nexplanon), tramadol and surgery (laparoscopic assisted vaginal hysterectomy and removal of both fallopian tubes(preserve the ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had not resolved and the discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Essure insertion details findings: on examination external genitalia and cervix appeared normal. Uterus was anteverted with normal size cavity and both ostia identified. Omental adhesions to anterior abdominal wall, tubes left attached to uterus + cervix (as written) procedure- a routine procedure was performed with success with implement of essure devices into both ostia. I have advised her to keep implanon in until the tubal occlusion test is confirmed in about 3 months time with either ultrasound or hsg. Uncomplicated procedure with minimal blood loss. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: on examination, abdomen was soft and nontender. The vulva, vagina and cervix appear normal and there was evidence of bleeding in the vagina noticed. I have obtained a pipelle biopsy and sent it for histological assessment, as well as high vaginal swabs which I sent for culture and sensitivity. Ultrasound pelvis - on an unknown date: the anteverted uterus has. Coarse texture, no definite fibroids seen both essure coils seen which appear correctly sited in the uterine myometrium extending over the serosal border, but request card does not state that optimum placement was achieved at the essure sterilisation procedure.; in (B)(6) 2015: coils in position in the tubes; on (B)(6) 2018: anteverted uterus with coarse echotexture but no discrete fibroids seen. Myometrial thickness at the level of the c-section scar is 8mm. The endometrium measures 4mm. Left ovary contains a 30mm cyst, which contains a 12mm daughter cyst. Right ovary was not identified. No adnexal masses or free fluid seen. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in (B)(4) for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number he01138: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 7 and this quantity represents 3,21% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters information updated; patient information updated; essure product indication updated; patient history updated; essure insertion details added; concomitant medication added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied') in a 38-year-old female patient who had essure (batch no. Ess305/he01138) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Most recent follow-up information incorporated above includes: on 20-jul-2020: date of surgery was provided,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied ') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed in october 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied') in a 38-year-old female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding." On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number he01138: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 7 and this quantity represents 3,21% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied') in a 38-year-old female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if (B)(4), we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number he01138: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 7 and this quantity represents 3,21% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied/ heavy, abnormal bleeding') in a 38-year-old female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), discomfort ("discomfort") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had not resolved and the discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in (B)(4) for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number he01138: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 7 and this quantity represents 3,21% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date was updated. The event term excessive and prolonged bleeding accompanied was changed to excessive and prolonged bleeding accompanied/ heavy, abnormal bleeding and outcome was updated to not recovered. The event term pain was changed to pain/ localised pain and outcome was updated to not recovered. New event psychological/psychiatric problems was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding accompanied') in a 38-year-old female patient who had essure (batch no. Ess305/he01138) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "her three month check up could not go ahead due to profuse bleeding". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and discomfort outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in (B)(6) 2018. The claimant is now experiencing menopausal symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure insertion date and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pain") and genital haemorrhage ("excessive and prolonged bleeding accompanied/ heavy, abnormal bleeding") in a 38 year-old female patient who had essure inserted (lot no. He01138) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("her three month check up could not go ahead due to profuse bleeding"). The patient had a medical history of depressive episode in 2013, ovarian cyst, dysuria, abdominal pain and abdominal pain localised in 2009, overdose in 2008 and tiredness, weight loss, mole of skin, freckles, sciatica, low back pain, uti and parity 3. The patient had a family history of lung cancer (dad had lung cancer,), cervical cancer (mom had cervical cancer,) and breast cancer (sister had breast cancer). On 05-jul-2016, the patient had essure inserted. Essure was removed on 12-oct-2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), discomfort ("discomfort"), mental disorder ("psychological issues/psychiatric problems") and dyspareunia ("dyspareunia"). The patient was treated with nexplanon (etonogestrel), cerazette [cefaloridine] and tramadol as well as surgery (laparosocopy assisted vaginal hysterectomy with bilateral salpingo-oohoectomy). At the time of the report, the pelvic pain, genital haemorrhage and mental disorder had not resolved. The outcome of discomfort was unknown. The reporter considered discomfort, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. The reporter commented: her three month check up could not go ahead due to profuse bleeding. A further follow up appointment did not take place. Her symptoms were so severe the only option available to her was a hysterectomy. This took place in october 2018. The claimant is now experiencing menopausal symptoms. Essure insertion details findings: on examination external genitalia and cervix appeared normal. Uterus was anteverted with normal size cavity and both ostia identified. Omental adhesions to anterior abdominal wall, tubes left attached to uterus + cervix (as written) procedure- a routine procedure was performed with success with implement of essure devices into both ostia. I have advised her to keep implanon in until the tubal occlusion test is confirmed in about 3 months time with either ultrasound or hsg. Uncomplicated procedure with minimal blood loss. As a few 1 mm moles, benign looking, no irregular border or color she is concerned about one 3 mm mole above right clavicle, says grew in size, change in colour from light brown- mole seems to have regular color and border, slightly raised. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Gynaecological examination] on 20-apr-2017: on examination, abdomen was soft and nontender. The vulva, vagina and cervix appear normal and there was evidence of bleeding in the vagina noticed. I have obtained a pipelle biopsy and sent it for histological assessment, as well as high vaginal swabs which I sent for culture and sensitivity [hysterosalpingogram] on 10-may-2017: not reported [ultrasound pelvis] in may 2015: coils in position in the tubes; on 11-apr-2018: anteverted uterus with coarse echotexture but no discrete fibroids seen. Myometrial thickness at the level of the c-section scar is 8mm. The endometrium measures 4mm. Left ovary contains a 30mm cyst, which contains a 12mm daughter cyst. Right ovary was not identified. No adnexal masses or free fluid seen; on 22-jan-2023: normal; (date unknown): the anteverted uterus has. Coarse texture, no definite fibroids seen both essure coils seen which appear correctly sited in the uterine myometrium extending over the serosal border, but request card does not state that optimum placement was achieved at the essure sterilisation procedure. Quality-safety evaluation of ptc: for essure: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number he01138: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 7 and this quantity represents 3,21% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information patient medical history and lab data added, event - dyspareunia added, patient demographic details added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.